Event description:
It was reported that a diabetes educator experienced difficulty scanning a freestyle libre 3 plus sensor during pairing, which was resolved after force-closing the app and removing a magnetic phone case to enable successful scan and warmup. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health or therapy continuity. Investigation included technical troubleshooting and user education. Investigation of this case revealed that external magnetic interference from the phone case and an app state issue impeded scanning, which cleared with corrective actions. It was concluded that the device functioned as intended after user-directed mitigation, with no product malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.